Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 17, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 7516439, and no non-conformances related to the reported complaint condition were identified. During visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate plus profile 550cc saline prosthesis was defective out of the box prior to a breast augmentation procedure. It was stated that when the patient went to fill the implant that it was defective. The device did not contact the patient at any point. A photograph of the returned device demonstrates that the device was deflated.